Manufacturer narrative:
Unable to power on pump or perform any functional testing due to broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose value was unknown. The customer stated that crack on the opening of the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.